Event description:
It was reported that, "approximately 3 months after surgery the patient developed a small random click in her knee. A month or so after that it became more prevalent. It now clicks so loud and so frequently that when she walks down the street, people stare at her. There is no pain, but it is causing psychological damage and distractions with her clients at work."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and as not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.